Event description:
A customer reported that portions of all digits in the display are missing segments. The customer thought that the problem may have been battery related so they changed the batteries, but this did not solve the issue. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.